Event description:
The IV catheters we currently use are not the same as the past, possibly a different brand. The needle turns around within the catheter. This makes it difficult to keep orientation of the needle bevel as the needle is advanced. Also, I get no flashback of blood into the needle chamber despite the needle/catheter positioned inside the vein lamen. In those cases, if I remove the needle, then I get blood in the catheter. This happens 20% of the time. I want a variety of different IV catheter companies to try. The original company I used also. Please forward my complaint to the MFR. They are required to notify the FDA of complaints on devices they manufacture.